Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided.

Event description:
During inflation of the evercross balloon with a syringe, it ruptured radially, not longitudinally. The fractured distal end of the balloon caught on the end of the wire. No injury to the patient was reported.